Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. (B)(6) 2025 - explant performed. Cgj.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited some untreated episodes and a treated episode. Upon review, it was noted noise oversensed in all episodes. The patient was brought into the clinic, noise with pocket manipulation in all vectors were performed. A x-ray was performed and it was noted some tension where the tunnel track entered the pocket. It had been a pediatric implant, and normal body growth could have contributed. The patient also appeared to have pectus excavatum. It was also noted that the electrode could have been positioned lower, as it seemed slightly high, possibly due to the growth of the patient. The device was programmed off and the patient was placed on a life vest awaiting the advance care. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited some untreated episodes and a treated episode. Upon review, it was noted noise oversensed in all episodes. The patient was brought into the clinic, noise with pocket manipulation in all vectors were performed. A x-ray was performed and it was noted some tension where the tunnel track entered the pocket. It had been a pediatric implant, and normal body growth could have contributed. The patient also appeared to have pectus excavatum. It was also noted that the electrode could have been positioned lower, as it seemed slightly high, possibly due to the growth of the patient. The device was programmed off and the patient was placed on a life vest awaiting the advance care. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(6) 2025 - explant performed. Cgj.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited some untreated episodes and a treated episode. Upon review, it was noted noise oversensed in all episodes. The patient was brought into the clinic, noise with pocket manipulation in all vectors were performed. A x-ray was performed and it was noted some tension where the tunnel track entered the pocket. It had been a pediatric implant, and normal body growth could have contributed. The patient also appeared to have pectus excavatum. It was also noted that the electrode could have been positioned lower, as it seemed slightly high, possibly due to the growth of the patient. The device was programmed off and the patient was placed on a life vest awaiting the advance care. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.